Event description:
The customer reported that the 840 ventilator had a blank display while in use on a pt. The pt was not harmed or injured as a result of the event. The eval of the device has not been completed.